Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is not expected to be returned for evaluation. (B)(4).

Event description:
A surgeon reported that leakage occurred from the valved trocar cannula during a procedure. The problem was solved after replacing the product with another one. There was no harm to the patient. The sample is not available for investigation because it was used on a patient with an infection. No further information is expected for this case.